Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Sc-1132 (sn: (B)(4)) device evaluation indicated that the ipg passed all the required test and revealed normal device characteristics.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. Device malfunction was suspected. It was noted that there were stimulation fluctuations which were not related to charging or stimulation usage. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient will undergo an ipg replacement procedure.